Event description:
It was reported that a patient presented via remote transmission with oversensing right ventricular (rv) lead noise. The patient was brought into clinic and programming changes were made. No patient symptoms were reported.